Manufacturer narrative:
Initial trend analysis for lot 55192 was conducted, no malfunctions were found. This is the only complaint for lot 55192. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using item 832361 lot 55192 - he cannot properly use his levemir insulin pen due to clogging.

Manufacturer narrative:
Retained lot samples for syringe lot 55192 were tested for clogging. No abnormalities were found during testing.

Event description:
End user reports that while using item 832361 lot 55192 - he cannot properly use his levemir insulin pen due to clogging.